Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported ongoing occlusion alarms occurred. The customer's blood glucose level was 300-399 mg/dl. The customer changed supplies and resumed insulin therapy. A systems check was performed with tandem technical support and no issues were identified.